Event description:
It was reported that the bd syringe luer-lok¿ tip was cracked and leaked during the infusion. This occurred 2 separate times. The following information was provided by the initial reporter: "the barrel of a 10 ml bd syringe cracked during administration of an IV medication. A 2.4 mg dose of ondansetron was diluted (volume unknown) and placed in a 10 ml bd syringe. The syringe was loaded into an alaris syringe pump module and administered over 15 minutes. Exact rate unknown, but the rate could not have exceeded 40 ml/hr (max dilution 10 ml, over 15 minutes = 40 ml/hr). The nurse returned at the end of the infusion in order to attach a flush syringe and flush the line. The 10 ml syringe was wet and there was a puddle on the floor below where the syringe was loaded. Upon inspection, a crack was discovered, apporoximately 3 cm in length running the length of the barrel. The nurse who prepared and, subsequently, administered the medication didn't recall anything unusual about the syringe when first removing it from it's package for use. They also stated that the syringe was never mishandled or dropped."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary: two 10ml syringes were received and evaluated. One was loose and one was in a fully sealed blister pack from batch 0233943 (p/n 302995). It was observed, the loose syringe a lengthwise crack in the barrel extending from the bottom of the barrel to the 8ml marking, which was rejectable per product specification. No defects were observed on the syringe in the package. Potential root cause for the cracked barrel defect is associated with the assembly process. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0233943 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip was cracked and leaked during the infusion. This occurred 2 separate times. The following information was provided by the initial reporter: "the barrel of a 10 ml bd syringe cracked during administration of an IV medication. A 2.4 mg dose of ondansetron was diluted (volume unknown) and placed in a 10 ml bd syringe. The syringe was loaded into an alaris syringe pump module and administered over 15 minutes. Exact rate unknown, but the rate could not have exceeded 40 ml/hr (max dilution 10 ml, over 15 minutes = 40 ml/hr). The nurse returned at the end of the infusion in order to attach a flush syringe and flush the line. The 10 ml syringe was wet and there was a puddle on the floor below where the syringe was loaded. Upon inspection, a crack was discovered, approximately 3 cm in length running the length of the barrel. The nurse who prepared and, subsequently, administered the medication didn't recall anything unusual about the syringe when first removing it from it's package for use. They also stated that the syringe was never mishandled or dropped."